Event description:
A 3.0x30mm resolute integrity drug eluting stent was implanted in the mid lad. It was reported that a dissection occurred. Three other resolute integrity drug eluting stents were used to treat the dissection.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).